Manufacturer narrative:
A ge svc rep performed an on site investigation. The calibration data was restored, and the sys was rebooted. The svc rep recommended that the sys interface be replaced. No further repair info is available.

Event description:
The customer reported that the system's monitors would go black. No pt injury was reported.